Event description:
"Malfunction: memory error (code #4) and "malfunction: communication error" (code #5 and #6) alarms during teatment and during functional check with prismaflex software version 1.07.03kj.